Event description:
It was reported via repair work order that the casters were broken which may have resulted in reduced brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Supplemental report submitted to indicate that this event was previously reported on medwatch 0001831750-2013-07437.

Event description:
It was reported via repair work order that the casters were broken which may have resulted in reduced brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.